Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The insulin pump alarmed motor error 4 times in the last 30 days. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.